Manufacturer narrative:
The pump was received with a blank display. However, after the electronic boards were separated and reconnected, the pump powered up properly. The problem was isolated to the electronic stack. The pump had minor scratches on the lcd window, a cracked case near the display window corners and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted. No rattling was noted when shaking the pump. The pump had a scratched case near the battery compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has a blank display. The insulin pump feel and turned off and it will not turn back on. The customer stated her belt clip broke and noticed scratches on pump. The customer's blood glucose was unknown. The display did not return after troubleshooting. The device will be replaced and revert to back up plan.